Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital with no right ventricular (rv) pacing. A revision procedure was performed in an attempt to reposition the lead. The helix would not retract or extend and the lead was explanted and replaced. The boston scientific sales representative stated the root cause of the clinical observations was not determined as no lead or device anomalies were identified. No additional adverse patient effects were reported.